Event description:
The baxter service department reported the pump to have a 550 failure code during service. No patient injury or need for medical intervention associated with this device has been reported.